Manufacturer narrative:
Manufacturer was made aware that during a patient's scheduled revision, the surgeon noticed that the connector set screws were loose. Set screws were returned to manufacturer and investigation is still in progress. Manufacturer will file a followup report once new information about this investigation / event is available.

Event description:
Manufacturer was made aware that during a patient's scheduled revision, the surgeon noticed that the connector set screws were loose.

Manufacturer narrative:
Final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. There is not a firm conclusion regarding this event since the subject part(s) were not returned for evaluation. The connectors were not returned and could not be evaluated. Eight connector set screws were returned to k2m. They all exhibited damage on the rod contact surface that is consistent with dynamic contact with the rods. The reported lack of fusion likely contributed to set screws backing out. Furthermore, the set screws of the implants are not designed to be removed. Attempting to remove the set screws can damage the threads of the connector and is consistent with misuse. This could have contributed to the incident. Rod connector/atr set screw: risk-000 rev 7, hazard analysis lines: 109-124: rod connector is damaged and/or breaks address the potential hazards when used per the indications stated on the product insert. This case was a growing rod construct, which is considered off-label use and therefore, not covered in risk-000. The probability and severity are found to be accurately assigned. No edits are required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. (B)(4).